Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal mesh extrusion with extensive vaginal wall granulation tissue formation, inflamed granulation tissue with reactive fibroblastic and endothelial cells atypia (granuloma) (inflammation), ¿when she awoke from surgery she had significant back pain¿, ilioinguinal nerve distribution pain, left groin pain, abdominal pain, left buttock pain radiating down left leg, ¿when sutures were being removed she developed pain down her leg¿ (pain), erosion, infection, urinary problems, dyspareunia, neuromuscular problems, vaginal scarring, anterior vaginal wall mesh, suture in vaginal fornices (foreign body in patient), cystocele (prolapse), vaginal stricture (stenosis), malodorous thick, brown, grayish and creamy vaginal discharge, urinary stress incontinence, adhesions, ¿she was in tears¿ (emotional changes), ¿vaginal wall had not healed¿ (impaired healing), bleeding, blood loss and required additional surgical and non surgical interventions.